Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch verioiq meter was displaying an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported, the alleged issue first occurred during the beginning of november (unknown year). The patient reported using a combination of medications including lantus, 10 units and novolog on a sliding scale. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient denied developing any symptoms in response to the alleged issue. The patient reported during december before christmas, he was treated by emergency medical services. The patient reported a reading of "30mg/dl" was obtained on an ems meter and he was given IV glucose in response to the reading. The patient reported, he was hospitalized. During the time of troubleshooting, the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported since the patient claims due to the alleged issue, he was unable to test, and a severely low blood glucose reading was obtained on an ems meter, and he was treated for severe hypoglycemia.